Manufacturer narrative:
A ge rep evaluated the system and replaced the joystick, a potentiometer in the motor control circuitry, the monitors' 12 volt power supply, and the monitors. The system operates as intended.

Event description:
The customer reported the monitors go black and the joystick is not working. No pt injury was reported.